Event description:
The technician was replacing a component on an amx4 portable x-ray machine. The technician had forgotten to remove their ring and bumped against a component causing electrical burns, second degree burns, to two fingers. The amx4 was unplugged and turned off at the time of the incident but does have a battery. Follow up reveals: the employee who was working on the equipment at the time of the injury was wearing a ring that touched an exposed component. According to ge healthcare, because of the powerful battery in the portable x-ray machine, the employee sustained an electrical burn even though the machine was unplugged and turned off. The employee has not returned to work at the time of this report and is being treated as an outpatient at a burn center.